Event description:
The following is based on the medical records provided by the pt's attorney: (B)(6) 2004 - pt underwent repair of bilateral inguinal hernia and right flank hernia with implant of kugel patch. Calcifications are in the abdomen, possibly secondary to liver laceration repair after a motorcycle accident in 2002. Bladder is adherent to the pubic ramus, and bladder muscles appear to be attenuated. A kugel patch was implanted over the flank defect. A non-bard mesh was implanted over the kugel patch for coverage of the right inguinal areas femoral direct and indirect. On (B)(6) 2005 - office visit - pt has a recurrence of the iliac hernia. The doctor notes that he attempted to get fixation of the mesh to the pt's iliopsoas mechanism and quadratus luborum muscle, but apparently this was not strong enough to hold. The doctor concludes that this is not the time to consider any surgery. The pt needs more time to recover. On (B)(6) 2006 - pt underwent repair of a recurrent flank hernia with implant of a composix kugel mesh. The kugel patch and non-bard mesh remain implanted, and were used to secure the composix kugel mesh.

Manufacturer narrative:
Based on the info provided, no definitive conclusions can be made. The pt has multiple co-morbidities including smoking, guillain-barre and motorcycle accident trauma. The info provided indicates that the pt developed and treated for recurrence, which is a known adverse event if listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. It appears that the patch remains implanted. Additionally, no product has been returned for eval. If any additional info is obtained, a f/u MDR will be submitted.